Event description:
Customer reported that she was hospitalized for non-diabetes related issue. Customer stated that while in the hospital she developed low blood glucose and was treated. The blood glucose reading at the time of hospitalization was 50 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2013-04846.